Event description:
It was reported that post-op a lap adjustable band procedure, the port site would not heal, so the port was removed in 2009, and they are waiting to see if the site heals prior to re-operating to replace it. Four attempts have been made to obtain additional information.

Manufacturer narrative:
Date sent: 9/21/2009. Information anticipated, but unavailable at this time.